Manufacturer narrative:
The device was discarded at the site. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. Hemorrhages are known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure and patient condition related event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the bleeding was confirmed under angiography after retrieving the solitaire stent from the occlusion site (m2). The physician immediately embolized the bleeding site with 3 ed coils. The thrombus was recovered and the procedure was finished. The physician noted that the solitaire device did not malfunction and that the doctor made the wrong choice in device selection from the viewpoint of the blood vessel tortuosity as well as the elderly patient.